Manufacturer narrative:
We have now completed our investigation into the reported complaint. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. On this occasion we have been unable to find any issues with our product or procedures that could have caused or contributed to the reported failure mode. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that all lights solidly illuminated. Customer turned the pump on and off but the issue persisted. No harm or injury to the patient was reported. No delay reported. No more information is available and the device will not be returned for investigation.